Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to adjust the drip rate with the roller clamp of a clearlink system continu-flo solution set. It was not specified as to when in the process this occurred. There was no patient involvement. No additional information is available.